Event description:
The customer reported that the igbt asm failed during fluoro or cine. Also the kv and ma will climb to the 120kv and 6.3ma, and the left screen was black. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep checked the igbt assembly and found the 70a fuse and igbt were burned, so he replaced the parts. The system operates as intended.